Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 21 mm from the distal end. There was a spark mark on the probe. The fracture surface of the probe showed that crack developed from the spark mark. The proximal side of the tissue pad was worn. The coating for electric insulation of the grasping section was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad at the proximal side was damaged since the user activated output while the subject device was grasping a thick and hard tissue. It was also known that the proximal side of the grasping section and the probe came into contact and spark occurred since the tissue pad at the proximal side was damaged, consequently the probe cracked, and besides the probe was broken off when the probe was subjected to a load. Based on the past similar cases, it was known that the coating for electric insulation of the grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp instrument. The above device handling has warned in the instruction manual as follows. Do not activate output while grasping thick, harder tissue, such as the stomach wall, with the distal part of the probe tip. Otherwise, the grasping section (tissue pad) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output. If the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a parotidectomy, the subject device was used. After 30 minutes since the surgery began, the probe tip of the subject device was broken off and fell inside the patient. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the probe.